Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by replacing the cartridge, and technical support provided tips for preventing future altitude alarms, which the customer understood and acknowledged. Pump resumed normal operation with no further issues. No additional information regarding the outcome of the event was received.